Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The back cover was removed from the machine and the vaporizer was removed from the system. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the vaporizer was locked on the machine during a procedure. There was no report of patient injury.